Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, despite using multiple usb cables, wall adapters, and power sources. The customer's blood glucose (bg) level was 420 mg/dl at time of report. Multiple contact attempts were made by tandem technical support to determine the form of insulin therapy that the customer reverted to; however, the customer did not respond.